Manufacturer narrative:
Additional information: the returned driver was evaluated. The tip was found to have deformation consistent with the tip only being partially engaged within the mating plug during tightening. Only part of the driver was able to be engaged within the plug due to the patient's anatomy. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a plug driver stripped during surgery. The patient's anatomy prevented the surgeon from using a direct trajectory so the driver was angled from the plug during use. As a result, the driver stripped and slipped out of the plug. The procedure was completed using the second driver in the set. There were no reports of patient impacts associated with this event.